Event description:
The customer reported experiencing unexplained low blood glucose, and he treated his glucose level with glucose tablets. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that there is more insulin in the status screen that the insulin left in the reservoir. During the call, the customer reported that the paramedics were called. The customer also reported that the insulin pump alarmed low reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.